Event description:
It was reported that the patient claimed it had become hard to inflate an inflatable penile prosthesis (ipp) due to a combination of factors. The patient was overweight and had poor manual dexterity. A pseudo capsule had formed around the pump. A replacement surgery was performed in which the cylinders and pump were removed and replaced. The patient was said to be good following the procedure.

Manufacturer narrative:
H2, h3, h6, h10 updated product investigation completed. The cylinders were visually inspected and functionally tested. Both cylinders had wear at fold in cylinder body; no leak were found. This wear would not affect the functionality of the device. The pump was visually inspected and functionally tested. The pump failed the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. Product analysis concluded these activation issues could affect the functionality of the pump in resulting inflation issue. Product analysis was unable to confirm the reported allegation related to capsular contracture but product analysis identified pump malfunction.

Event description:
It was reported that the patient claimed it had become hard to inflate an inflatable penile prosthesis (ipp) due to a combination of factors. The patient was overweight and had poor manual dexterity. A pseudo capsule had formed around the pump. A replacement surgery was performed in which the cylinders and pump were removed and replaced. The patient was said to be good following the procedure.